Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call indicating lots air bubbles in reservoir. Customer's blood glucose was 94 mg/dl. Customer reported that air bubbles moved into infusion set. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Insulin pump passed high pressure test. After troubleshooting, customer was advised to change infusion set, reservoir and insulin.